Event description:
The patient had a primary shoulder surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised successfully the liner, stem and glenosphere. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02-aug-2024: lot 2117048: (B)(4) items manufactured and released on 10-mar-2022. Expiration date: 2027-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.